Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
A patient reported a visit with their dentist, and they informed them to stop wearing the aligners that their gums were swollen and recessed and made 4 of their bottom teeth loose. The doctor said if they continue using the aligners those teeth will most likely fall out.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.